Event description:
It was reported that the trach tube provided ineffective ventilation of anaesthetized patient due to a ruptured or hole in the cuff. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of hole in cuff could not be confirmed by the investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no relevant nonconformities were identified that may have contributed to the reported complaint.